Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The evaluation codes have been updated and the additional device evaluation data can be found below: the insulin pump was unable to prime during the prime test due to moisture damage to the force sensor resistor. The insulin pump had intermittent button response due to a flattened act button dome switch.

Manufacturer narrative:
The insulin pump received with depleted alkaline battery in battery tube. Unable to prime during prime alarm test. Intermittent button response noted. Unable to confirm prime anomaly and keypad anomaly due to insulin pump preservation. The insulin pump passed displacement test test and basic occlusion tests. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. Cracked reservoir tube lip, scratched display window, stained address/serial number label and missing end cap sticker noted.

Event description:
Customer's father reported the death of his son. The customer was depressed and committed suicide. Customer was wearing the insulin pump at the time of death. Caller stated that he will all the remaining supplies to medtronic. Nothing further reported.